Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had two sensors with broken needle and one sensor with no needle. Two of the sensors were hitting the capillaries. Customer's blood glucose ranges from 300 mg/dl-400 mg/dl. Customer was not connected to the device when they started getting high blood glucose. The sensor will be returned for analysis.